Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had total knee replacement. There is damage to the plastic trial femur. Damage to upper outer surface according to hospital. Likely from saw blade when cutting the patella.

Manufacturer narrative:
Additional narrative: report is being rejected; as it was reported in error.